Event description:
It was reported that the catheter was broken. During an unspecified procedure, it was noted that an opticross imaging catheter was broken. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device lot number corrected from 16126773 to 16092379. Batch expiration date corrected from 28-may-2015 to 14-may-2014. Device manufactured date corrected from 29-may-2013 to 15-may-2013. Device evaluated by manufacturer: the device was received for analysis. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract. Imaging window was full of dried blood. During image characterization testing, no image appeared in the system due to electrical open at proximal. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the catheter was broken. During an unspecified procedure, it was noted that an opticross¿ imaging catheter was broken. No patient complications were reported.